Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (insert-handle radioluc f/pfna, part number 03.010.405, lot number 9412096). The subject device was returned to the manufacturer with the complaint condition stating that a surgeon was unable to distally lock a short nail during a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. The drill would not pass through the screw hole into the nail; however, it is unclear if the issue resided with the insertion handle or the aiming arm. Both the angle and the marking were confirmed, but locking could still not be achieved. The surgeon opted to use a radiolucent drive in order to place the screw. The procedure was completed with a twenty (20) minute prolongation. The subject device was received in a used condition. Traces of use are visible on the surface of the instrument. During manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the insert-handle radioluc f/pfna passed the functional tests. There were no references to the reported issue. The complaint condition could not be confirmed. A root cause could not be determined. As previously reported, a review of device history records confirmed that no non-conformances were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Device is not distributed in the united states, but is similar to a product marketed in the u.s. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 4, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon was unable to distally lock a short nail during a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. The drill would not pass through the screw hole into the nail; however, it is unclear if the issue resided with the insertion handle or the aiming arm. Both the angle and the marking were confirmed, but locking could still not be achieved. The surgeon opted to use a radiolucent drive in order to place the screw. The procedure was completed with a twenty (20) minute prolongation. Concomitant device(s) reported: guide sleeve (part/lot: unknown / quantity: 1) and trocar (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).